Event description:
Surgeon was drilling into hard bone, right metacarpal with thick cortices with a 1.1mm drill bit. When the bit was removed, it was noted that tip was broken off. He attempted to retrieve tip from bone but was unable to. He spoke to doctor and was going to disclose to patient. Sales representative aware. Drill bit #03.130.200 from depuy synthes modular handset.